Event description:
The event was reported by a customer from USA: "patient placed on pump. Pump works fine for a period of time (in this event estimated to be 15 minutes, in my event around 15-20 minutes) then the cassette misplaced error occurs. In the case today, once departing the ER en-route to the aircraft while walking across the parking lot. In my case, the infusion was started in the aircraft and the pump worked for a period of time before alarming on landing. Today's malfunction resulted in a delay in transport and instability in the pts vital signs. This event will be officially reported to the uphs safety net as there was an impact on pt safety. Delay in therapy: yes. Need for medical intervention: yes. Additional info received on (B)(4) 2015: "here is the rate info that the director sent over to me: epinephrine infusion at 7.5 ml min titrated upward to approximately 25 ml hr. Amiodarone 33.3 cc hr. Dopamine 90 ml hr. Lidocaine at 7.5 cc hr."

Manufacturer narrative:
Gi distributor info: (B)(4). Q core medical ltd (manufacturer) is reporting on behalf of (B)(4).